Manufacturer narrative:
Investigation : no sample returned review DHR *analysis and findings (B)(4). Distribution history: this complaint unit was manufactured at csi on 1/29/2015 under wo#'s 174927 & 174956 and shipped on (B)(6) 2015. Manufacturing record review: DHR's 174927 & 174956 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was processed as a recall and on RMA 326885, 12/30/2021. Unit has not been returned on the RMA as of 2/24/2022. Visual evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: pertaining to the 2021 recall: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Pertaining to the problem description (2019 recall): the description corresponds to a foot pedal failure on a previous finding (2019) where a component, c21, could potentially be overloaded due to excessive current above the capacitors' rating. It was found the pencil would still function as well. Corrective actions the current recall, 121667-09-03-2021-003, has a correction that updates the board to address the 2019 finding as well as the current finding on coag failures. This unit, upon receipt, will be processed accordingly thereby correcting the issue on this unit. Additional corrections in regard to CAPA 744 or 725 include the release of both ecn-21881 & ecn 24379, updating a test procedure, re-working relevant units in wip. Train personnel *was the complaint confirmed? No.

Event description:
"The footswitch didn't work and they had to use the pen instead" 1216677-2021-00331-1 leep precision intg sys lp-10-120 (B)(4).

Event description:
"The footswitch didn't work and they had to use the pen instead". Leep precision smoke evac 53502 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.